Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was 46 mg/dl; cause was not known. Glucose tablets were consumed to address low bg. Customer continued using the pump for insulin therapy.